Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
EU complainant reported the patient had an impella cp implant and the pump kinked in the left ventricle. The pump was explanted and a new cp was implanted. The patient survived the event.

Manufacturer narrative:
The investigation for the product damage has been completed. Returned complaint cp pump was visually inspected. Cannula kink observed near outlet. No other abnormality found. The root cause of product damage (cannula kink) was use related due to improper technique. Added h6 impact code 4629.